Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2008, that a gold probe was used during an esophagogastroduodenoscopy with gi bleeding procedure. According to the complainant, "during the procedure, the device would not conduct current." This occurred during testing outside the patient as well. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. According to complainant, the suspect device has been disposed, and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Manufacturer narrative:
(B)(4).